Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. Increased number of deposits of tissue on the electrode. 2. Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) 3. Increased contact resistances due to defective contacts at the working element or connecting cable. 4. The instrument is located in a gas bladder during activation. 5. The measuring method of the esg-400 might have an impact on the conductivity. Olympus will continue to monitor field performance for this device.

Event description:
It was reported device exhibited an error e006. According to the report, the user got an error e006 (non conductive fluid message) on the device. The issue found during an unspecified procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
D10- concomitant device = wa22367a (working element), sn: (B)(4). Technical assistance center (tac) support engineer communication with the customer¿s biomedical technician, it was found that the customer tried sterile water, and tried replacing the handpiece and cord to resolve the issue. Tac advised customer that the sterile water will not work, informed the customer that an electroconductive physiological saline solution, i.e. A 0.9% sodium chloride irrigation is what they needed in addition, instructed to try another scope. In a follow up communication with the customer biomedical technician, it was reported that the local sales representative was contacted, and came in onsite the following day went through everything and isolated the issue to the element. A complaint file was opened to address the working element . No further information was provided. The subject device was not returned for evaluation. Follow ups are in progress to gather additional information regarding the reported event. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.